Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-03364 and 3005099803-2011-03365. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used in the colon during a hesmostasis clipping procedure on (B)(6) 2011. According to the complainant, during the procedure, the first resolution clip (manufacturer report # 3005099803-2011-03364) was advanced through the scope to the target site, but it would not close properly when deployment was attempted. The device was removed from the patient. A second resolution clip (manufacturer report # 3005099803-2011-03365) was advanced through the scope, but this device also failed to deploy. The device was removed from the patient and a third resolution clip was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Several attempts to ascertain further details, including patient information and follow-up procedure information, have been unsuccessful to date. It cannot be determined if the complainant contends that both resolution clips failed to release from the catheter.

Manufacturer narrative:
The patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. (B)(4) clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
When the nurse tried to deploy the clips, the clips would not close. As a result, both clips were unable to lock onto the patient's tissue. The clips remained attached to their delivery systems and were removed from the patient.

Manufacturer narrative:
On (B)(6) 2011, additional information was received which revealed that both clips failed to close. Therefore, this is no longer considered an MDR reportable event.